Event description:
It was reported that several bd micro-fine¿+ pen needles were unable to deliver medication. The following information was provided by the initial reporter: "the customer bought pen needles products with 28 needles in one package in the pharmacy, and 5-7 of them in each box were blocked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd micro-fine¿+ pen needles were unable to deliver medication. The following information was provided by the initial reporter: "the customer bought pen needles products with 28 needles in one package in the pharmacy, and 5-7 of them in each box were blocked."

Manufacturer narrative:
H6: investigation summary DHR was reviewed and there were not any qns or other events that could be related to this complaint. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No samples were returned for further investigation. Base on investigation above, the certain cause cannot be concluded at the moment. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.